Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015, the following blood glucose and insulin delivery were noted: (B)(6) . It was noted that the cannula was not properly inserted and was also slightly bent.